Manufacturer narrative:
If additional information becomes available from the reporter a supplementary report may be submitted. Complaints will be monitored for trends.

Event description:
On (B)(6) 2025, a pregnant woman was scheduled to undergo vacuum-assisted delivery due to 'fetal distress.' Before the procedure, the doctor checked the vacuum extractor and found it had no suction power, suggesting equipment failure. The doctor immediately replaced the vacuum extractor, but upon inspecting the suction cup, it was discovered that there was still no negative pressure, making it unusable and posing significant safety risks. Since vacuum-assisted delivery is intended to assist in complicated childbirth, the lack of negative pressure severely hindered the progress of labor, prolonging the time to deliver the fetus and increasing the risk of fetal asphyxia, jeopardizing the fetus's life. Considering the equipment failure, the doctor proceeded with a low-forceps delivery using kielland forceps to help deliver the fetus as quickly as possible.